Manufacturer narrative:
(B)(4).

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was reported to be larger than 5 cm in diameter and six days post implant the aneurysm was 6 cm in diameter and one month post implant the aneurysm was 5.3 cm in diameter. It was reported that a stent graft occlusion was noted. The patient had a secondary intervention and the event resolved. Investigator assessment states that the event is related to the study device; however, it is not related to the study procedure. The patient has been hospitalized in another hospital and city for sub-acute ischemia. Apparently, the left limb of stent graft was occluded. A fem-fem crossover bypass (from right to left) has been performed to restore blood flow in left leg from the patient. No additional clinical sequelae were reported.